Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of -16.5/6.0/087 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. Low vault with lens rotation was noted on (B)(6) 2018. The lens was repositioned on (B)(6) 2018 but the rotation reemerged on (B)(6) 2018. The lens remains implanted. Claim#:(B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.5/+6.0/087 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was repositioned, the surgeon noting low vault and lens rotation. Reportedly, the lens re-rotated on (B)(6) 2018. The lens remains implanted.